Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned.

Event description:
As reported by a field clinical specialist (fcs), at the end of valve deployment of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. A linear balloon rupture occurred. The delivery system, including the balloon was removed through esheath with no issues. A new device was prepared, and the valve was successfully implanted.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: balloon burst observed towards the end of thv deployment. Post-procedure imagery shows a longitudinal balloon burst was observed on inflation balloon. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as ''mild calcification'' was reported present at the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.